Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks following implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient contacted their physician due to hearing an alert tone every four hours. The following day, the patient had a near-syncopal event and presented to the clinic. A device interrogation found noise on the right ventricular (rv) lead with multiple non-sustained ventricular tachycardia episodes and ventricular fibrillation (vf) with no reported defibrillation therapy. It was noted the near syncopal event was related to noise on the rv lead and loss of pacing. The noise on the rv electrograms (egm) was reproducible with pocket manipulation and the physician chose to re-open the device pocket to investigate the connection between the rv lead and device. Once the device was out of the pocket, a tug test was performed and the lead came out of the device header without using a wrench. The physician attempted to re-engage the setscrew, however, the setscrew was not observed to be advancing into the rv port of the header. The physician elected to replace the device due to a suspected issue with the setscrew. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.